Event description:
A malfunction alarm was reported, identified by the malfunction code malf 13, which could not be reset. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.